Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that an email with a picture showing it booted to a screen showing enter current password on the arctic sun device. Biomed stated that they would be shipping a loaner and this device would be returned for repair.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that an email with a picture showing it booted to a screen showing enter current password on the arctic sun device. Biomed stated that they would be shipping a loaner and this device would be returned for repair. Per follow up information received via email on 18oct2022, there was no patient involvement reported. The device would be returned for repair and a loaner would be sent out to customer.